Event description:
The suction aspirator reportedly did not work during an emergency situation. A skilled care facility resident was choking on a bite of food. Health care workers retrieved the suction aspirator but when they turned it on it would not produce suction. The motor became hot and there was a small humming noise, but no suction. They could not clear the food out, but they were able to push it downwards- the resident was then able to swallow it. She was taken to the hospital for airway assessment and to rule out aspiration. She returned to the nursing home later- it was unk if any treatment was provided; the report source believes they just assessed her and she did not require any treatment. The suction aspirator is not used very often, only for emergencies. It was not known when the last time the suction aspirator was last used or tested.

Manufacturer narrative:
Upon receipt the unit did not operate (motor did not turn) when plugged in and the power switch turned on. Investigation showed that upon inspection and disassembly of the unit, evidence of a significant amount of fluid entering the unit was found. Dried residue was found in the regulator as well as in the compressor cylinder. This indicates the unit was operated improperly with the bacteria filter removed and/ or the canister automatic float shut-off device defeated. The exhaust filter (muffler) was also clogged with residue. Conclusion is that the unit failed to operate due to fluid entering the machine from improper usage/cleaning. The following instruction/cautionary information is contained within the user's manual. Caution: when automatic float shut-off is activated, contents of the collection bottles should be emptied. Further suctioning could cause damage to the vacuum pump. Should fluid be aspirated back in to the unit, send your suction pump to an authorized service center for a detailed inspection as the vacuum pump may have been damaged.